Manufacturer narrative:
.

Event description:
Procedure type: laparo gyn. According to the reporter: while putting the device on the instrument table, the scrub nurse noticed that the pin had broken off the device. The surgeon confirmed that nothing fell into the cavity. No patient injury was reported.